Event description:
It was reported that the ilet pump¿s sleep/wake button became unresponsive during normal use while the user carried the device in a pocket, and a restart was advised as initial troubleshooting. Symptoms included no adverse clinical effects. Outcomes included no impact beyond temporary device usability issues and no alerts or alarms. Investigation included customer troubleshooting guidance focused on device restart and use technique. Investigation of this case revealed a suspected mechanical or interface malfunction of the sleep/wake button on the pump housing consistent with prior reports of intermittent button responsiveness. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate but consistent with device component wear or intermittent mechanical failure.